Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced the pump did not detect an open door. The cause was identified to be an upper latch switch being stuck which was cleaned and corrected the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump it did not detect an open door. No additional information is available.